Event description:
Patient's home health nurse reports she is in middle of first day infusion. They are half way through infusion and when changing to next bottle, the curlin pump stopped responding. She did pull batteries out and tried to start program over but the run button will not work. They will be using gravity tubing for the rest of the infusion so no dose will be missed. No adverse events reported. Pump is being replaced. Unknown if device is available for return. No further information, details or dates provided. Device serial number: (B)(6). Other dermatomyositis, organ involvement.